Event description:
Boston scientific received information that this product was part of a system revision due to infection. During the explant procedure the patient's left ventricular (lv) lead was being removed and the patient suffered cardiac arrest therefore, the procedure to remove all the implanted products was abandoned. The patient was stabilized and returned for full explant a week later and all products were successfully removed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.